Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort post operatively and that when the patient sat up that his bundle lead exhibited loss of capture and a return to two: one atrioventricular block. It was further noted that his bundle lead dislodged and there was an inability to pace. The right atrial (ra) lead exhibited high thresholds, dislodged, loss of capture, loss of sensing and the helix was sluggish with jumps. The his bundle lead and ra leas were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.